Event description:
It was reported to boston scientific corporation that an agile esophageal partially covered stent was implanted in the esophagus during a stent placement procedure performed on (B)(6) 2024. During the procedure, after the stent was deployed, it was noted that the tip of the delivery system was detached and remained inside the patient. No attempt was made to retrieve the tip because the stent could be dislodged, which was positioned high in the esophagus. The stent remained implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.